Event description:
The customer reported that during a low anterior resection on a patient with ulcerative colitis, an end tone was provided by the generator, indicating a completed seal cycle. The customer reported that the device did not seal the tissue completely and the procedure was stopped. The patient lost 5 liters of blood during the procedure. Additional questions have been asked regarding the incident.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.